Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: ambient valve defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).